Event description:
A perceval pvs23 was implanted on (B)(6) 2017. The post-operative mean gradient was 10 mmhg with trace paravalvular leak. At 1-3 month follow-up, the mean gradient was 10 mmhg with no regurgitation. Anticoagulants were administered for one month post-operatively. The valve was explanted on (B)(6) 2018 due to valve thrombosis, and replaced with a trifecta size 19 mm valve that was implanted intra-annularly. The patient received two units of red blood cell transfusion. The patient was on anti-platelet therapy at the time of the event.

Manufacturer narrative:
Gross and visual inspection revealed deformation of the leaflets due to large thrombus depositions on the outflow side of the valve. There was pannus overgrowth on the inflow skirt of the valve, and on the outflow crown. X-ray analysis confirmed the absence of calcification. Histological analysis confirmed that the stent and the skirt were covered by fibrous pannus. On the inflow side, the pannus protruded into the lumen, narrowing the annulus. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. The free edges of all leaflets were outflow bent near the posts due to fibrous pannus and so caused a low degree of insufficiency. The posts of the stent were covered by fibrous pannus that grew on the free edges of leaflets and also contributed to stenosis. The leaflets were stiffened from thrombus deposition. Hystological analysis also showed that the collagen bundles were disrupted, defibrated and homogenated under the surface of the leaflets. Inflammatory cells were present inside the thick thrombus depositions that are present on the mesothelial surfaces of the leaflets. Gram stain showed some gram - bacteria on the mediastinic surface and gram + bacteria on the thrombus that covers the mesothelial surface. Pannus overgrowth and thrombus deposition ultimately led to the observed valvular insufficiency. Based on the patient information provided, the patient had pneumonia and antibiotics were administered. Treatment with antibiotics may explain the negative blood culture results that were reported, and the detection of only small amounts of bacteria on the valve via gram stain. The patient's febrile episode and the extensive pannus identified on the stent are suggestive of an inflammatory response. It is hypothesized that the patient's systemic infection (pneumonia) led to endocarditis, and the ultimate failure of the device due to thrombotic deposition and pannus overgrowth. This hypothesis cannot be confirmed because the investigation results are confounded by the administered antibiotics. However, the detection of some gram + and gram - bacteria supports this hypothesis. Based on the patient's history and the available evidence, it is reasonable to conclude that this event is attributable to the patient's specific clinical condition.

Event description:
A perceval pvs23 was implanted on (B)(6), 2017. The post-operative mean gradient was 10 mmhg with trace paravalvular leak. At 1-3 month follow-up, the mean gradient was 10 mmhg with no regurgitation. Anticoagulants were administered for one month post-operatively. The valve was explanted on (B)(6), 2018 due to valve thrombosis, and replaced with a trifecta size 19 mm valve that was implanted intra-annularly. Concomitant mitral valve replacement was performed due to severe mitral leak and a broken chord. The patient received two units of red blood cell transfusion to treat anemia. The patient was on anti-platelet therapy at the time of the event. Based on the patient report provided, the patient was suspected of endocarditis and bilateral pneumonia preoperatively. The patient had a febrile episode on (B)(6), and was treated with antibiotics (vancomycine, gentamicin, rifadine) given the hypothesized endocarditis. Ett showed no vegetation on the bioprosthesis, but revealed a severe mitral leak with thickened leaflets and a broken chord. Blood cultures were negative, and the hypothesis of endocarditis was not retained. The patient experienced and was treated for cardiogenic shock due to the combined dysfunction of the mitral and bioprosthetic valves.